Manufacturer narrative:
The technician found the side rail has a bent hinge. No further info is available on the repair of the bed at this time.

Event description:
The account alleged the side rail would not raise to the latch position. No pt impact.